Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the battery gauge was reportedly incorrectly displaying 70% charge when it should have displayed 100%. It was also reported that the insulin gauge displayed an inaccurate fill estimate. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting.